Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
A 375cc saline mentor smooth round moderate profile breast implant was received by the mentor failure analysis lab with no associated paperwork. As a result, this report is being conservatively reported to the FDA.

Manufacturer narrative:
On 2/5/2020, the product investigation was completed. Device investigation summary: during evaluation of the sample, a tear was observed measuring approximately 11 cm running from the anterior to the posterior view. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. Manufacturer's reference number: (B)(4).